Event description:
Fellow and attending were attempting to deploy a coil into an artery, but the coil deployed in the microcatheter without us detaching the coil. When the microcatheter was removed, part of the coil filament was still in the lumen of the microcatheter. 2 subsequent arteries were selected and embolized then upon attempted removal of base catheter, a wire was unable to be advanced past the tip of the base catheter. Catheter was removed and coil filament was perturbing from the tip of the base catheter.